Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 565 mg/dl. The customer is experiencing symptoms of nauseated and vomited. Customer was admitted to the hospital and was treated with drip. The customer blood glucose when down and then was released. Customer was unable to finish troubleshooting because the line got disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.